Event description:
A rep from bay center for jaw surgery called requesting info on a screwdriver to remove screws. She indicated that they had a pt coming in who had some of stryker's product implanted. He now has an infection, so they were going to remove the plates and screws.

Manufacturer narrative:
Product has not been returned. Investigation in process but not yet complete.